Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery, the t-pal inserter did not disconnect from the implant. In order to disengage the inserter the surgeon rotated the inserter. During this step the tip of the inserter inner shaft broke. The broken off fragment was retrieved from the disc space. On x-ray exam the t-pal cage was implanted back to front. The surgery was prolonged about 30 mins. No information about patient condition received. This complaint involves 2 parts. Concomitant reported parts: 1x spine implant (part and lot unknown), 1x applicator knob (part 03.812.004 lot unknown). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing site: haegendorf manufacturing date: (B)(6) 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2016, there was no patient harm and the procedure was completed. The lot no. For the inner shaft is (B)(4). The hospital have not returned the putter shaft or applicator knob.